Event description:
Information received from the health care professional via a manufacturer representative regarding a plate used for anterior cervical discectomy and fusion. It was reported that a 17mm zevo plate placed at c6/7 using 3.5x15mm self drilling screws in accordance with normal operating procedure. When the surgeon attempted to twist the locking mechanism over the screws, one "wing" of the locking mechanism deformed and broke off. Both the pate and the broken piece were retrieved. There were no patient symptoms reported. There were no further complications reported in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 3001017 lot # 1008208w visual and optical inspection confirmed the locking tab of the zevo plate has broken. The damage to the implant is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.